Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a robotic laparoscopic rectopexy, the arm cart assembly (aca) triggered a non-recoverable error while the draping was being removed. After unplugging and re-plugging the aca, there were multiple calibration errors, but it eventually calibrated successfully and was used for the other procedures of the day. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly experienced a non-recoverable error during draping. The arm cart was repaired performing brake regeneration on robotic arm joint 4 and joint 1. The instrument drive unit (idu) was also reseated along with the performing the joint position sensor brooming script on robotic arm joint 2. After servicing, all functional tests were performed and the arm cart is now functional. Evaluation of the logs indicated that the arm cart assembly failed calibration multiple times. Prior to the arm cart being restarted, an error code was triggered. This error code occurs after calibration, if the primary and the secondary sensors for any degrees of freedom differ by the standard set. This error code occurred on robotic arm joint 2. There was also an instance of another error code occurring after the restart. This error code occurs when there is a failure of the friction self test at setup arm joint 4. The setup arm self test checks if the friction brake engages within a specific time and if it is able to hold the brake torques up to a specified value in order to mitigate an unintended motion. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a robotic laparoscopic rectopexy, the arm cart assembly (aca) triggered a non-recoverable error while the draping was being removed. After unplugging and re-plugging the aca, there were multiple calibration errors, but it eventually calibrated successfully and was used for the other procedures of the day. There was no patient injury.